Event description:
Healthcare professional reported that immediately after injection underneath the eyelid and in the upper cheeks with three syringes of juvederm voluma xc, the pt developed an abscess at the injection sites and developed infected nodules. Healthcare professional stated that the pt experienced bruising and swelling 2 to 3 weeks later. Biaxin and hylenex were provided as treatment, and the site was aspirated and sent for a culture. Culture came back as "sterile abcess. No acid fast bacilli seen, no anaerobes, no organisms seen and no fungal elements." Healthcare professional also performed a cbc with diff/platelets, comp metabolic panel, and lipid profile, results unspecified symptoms resolved about 5 months after initial injection.

Manufacturer narrative:
(B)(4). The events of abcess, nodules, bruising and swelling are physiological complications and analysis of the device generally does not assist allergan t=in determining a probable cause for these events. Device record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle is registered as confirming. Post-market surveillance: "juvederm voluma without lidocaine has been marketed outside the us since 2005, and juvederm voluma with lidocaine has been marketed outside the us since 2009. As of (B)(6) 2012, the following ae's were received from post-market surveillance for juvederm voluma with and without lidocaine with a frequency of greater than or equal to 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All ae's obtained through post-market surveillance are listed in order of number or reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abcess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, antihistamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, adn surgery."